Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A product history search was performed and found no other complaints against the upn number. A ship history was performed and found that lot number 8741703 was the last lot sent to this customer in september 2006. A lot history search was performed and found no other complaints against lot number 8741703. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints related to the product family was conducted; no additional complaints have been recorded. The march 2007 15-month polaris stent complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit.

Event description:
It was reported to a boston scientific corp rep that one of our polaris stent was being used for urinary drainage (date of event unknown). During the procedure it was noticed the stent migrated slightly. The pt suddenly experienced the onset of edema around the urethral orifice. This was thought to occur due to imprecise placement of the stent, which inadvertently led to renal colic. The boston scientific polaris stent was removed and replaced with competitor's device. No further information forthcoming.